Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
A physician reported that an abnormal sound was heard when actuating the cutter and actuation failure occurred during cataract/vitrectomy combination surgery. The condition of aspiration was unknown. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items for the report. The returned sample was visually inspected and found to be non-conforming with the needle bent. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration, with no noise observed during surgery. The sample was found non-conforming for cut with no cut in the retract cut mode. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent and gouge marks were observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an actuation failure or abnormal sound. The evaluation indicated that the probe had a cut failure. The exact root cause of the cut failure cannot be determined from the evaluation performed. A potential contributing factor is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported actuation failure and abnormal noise were not confirmed and an exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).